Event description:
During a laparoscopic cholecystectomy, a 10 millimeter endo catch bag was ripped as the bag was being removed from the patient's abdomen through the laparoscopic site. The piece of the bag was retrieved from the patient's abdomen with a grasper. The abdomen was assessed and it was determined that no more remnants of the bag remained in the patient.